Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. They were not able to get blood back through the hemostatic valve of the vizigo sheath. The physician held pressure and pulled the sheath out and the case proceeded with a new vizigo sheath. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 21-feb-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. They were not able to get blood back through the hemostatic valve of the vizigo sheath. It was reported that at the beginning of the procedure, they were not able to get blood back through the hemostatic valve of the vizigo sheath. The physician held pressure and pulled the sheath out and the case proceeded with a new vizigo sheath. Device evaluation details: visual analysis of the returned sheath revealed that the hemostatic valve was not found on the hub component nor inside the sheath. A device history record review was performed for the finished device 50000032 number, and no internal actions related to the complaint were found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, the hemostatic valve could have been detached due to the dilator being wrongly introduced; however, this could not be conclusively determined since the valve was not returned for analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).